Manufacturer narrative:
The ge service rep ordered the sram card. He removed and replaced the sram card, system boots up ok. The system is functioning as intended.

Event description:
The customer reported the monitor cart comes up ok, but the mainframe does not boot up. They only get squares on control panel, no arrows. No patient was involved.